Event description:
It was reported that this patient presented with a non sustained ventricular oversensing episode and high shock impedance measurement during a follow up fourteen months after implant. A review of the stored electrogram showed oversensing marked as noise or tachycardia and charging of the capacitors, as well as ventricular undersensing due to low amplitudes. Interrogation of the device revealed r waves with alternating amplitudes, and artifacts during manual manipulation in the secondary and alternate sensing vector. The patient had reported some movement of the device, and an x-ray revealed that the electrode was fractured. The device was repositioned one day after the initial implant due to unsuccessful defibrillation testing, and the electrode was replaced with no issue. No additional adverse patient effect were reported. Additional information revealed that this case is a duplicate see report #2124215-2020-13264 for any additional information regarding this case.

Event description:
It was reported that this patient presented with a non sustained ventricular oversensing episode and high shock impedance measurement during a follow up fourteen months after implant. A review of the stored electrogram showed oversensing marked as noise or tachycardia and charging of the capacitors, as well as ventricular undersensing due to low amplitudes. Interrogation of the device revealed r waves with alternating amplitudes, and artifacts during manual manipulation in the secondary and alternate sensing vector. The patient had reported some movement of the device, and an x-ray revealed that the electrode was fractured. The device was repositioned one day after the initial implant due to unsuccessful defibrillation testing, and the electrode was replaced with no issue. No additional adverse patient effect were reported.